Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-sep-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device was stuck in windows after updates and did not load into the application after reboot. A field service engineer (fse) replaced the hard drive and configured the device version 1.74. The fse synchronized the station and added eset 11 and remote support service (rss) 4.12. The fse verified that the device was available in rss, set the auto login, rebooted the device. The device was booting into the application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es displayed blue screen. However, there were no delays or adverse events or injuries reported based on this event.